Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The reported blood glucose level ranged from 100 mg/dl to in the 400's (mg/dl). Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed in the logs; however, no failure was identified. In addition, a different issue was found.